Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the adhesive around light guide (lg) lens was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The origin of this complaint was a regular or equipment inspection, and there were no direct indications of defects from the user. Therefore, an investigation reported by the customer is not necessary. A root cause could not be identified. Based on the results of the investigation: the investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.